Manufacturer narrative:
This report is generated as a result of a retrospective service report screening, performed in 2007. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Due to defective 8 a fuses, the compressor would not start.